Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.

Event description:
Unit was delivered along with 6 hamilton g5 and 8 hamilton c3 to the customer on (B)(6) 2019 and kept in storage room as the dedicated department is not ready yet. Because of corona virus pandemic all units were withdrawn from storage on 27/03/20 , tested and sent to the corona department. The above unit, didn't pass the flow sensor calibration test many consecutive times and we were informed accordingly. When testing the unit, the inspiratory valve didn't pass the 20ml and 500ml calibrations. The unit gave as well the technical faults tf 9907 & tf5507